Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl or 55 mg/dl mg/dl and treated with soda. Customer would like to continue troubleshooting. Customer states the first sensor the cannula was bent, the second sensor when put it in, one was all bloody and the third sensor was able to use. Customer had no issues but they got calibration not accepted and then change sensor. Customer declined troubleshooting for bent cannula, product not adhering, sensor glucose versus blood glucose and blood at site. Customer applied pressure to get the bleeding to stop. Customer had a bruise but did not do anything to treat for it. The sensor will be and insulin pump will not be returned for analysis.